Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 lay user/ patient contacted lifescan (lfs) and alleged their one touch ultra2 meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer care advocate (cca) documentation and his medical surveillance specialist listening back to the call recording. The cca was advised by the patient that at on (B)(6) 2015 at 7am, he alleged obtaining an inaccurate result of "332mg/dl" with the subject meter. It is unknown if the results would/would not meet lifescan's precision criteria as the comparison is against their feelings and/or normal readings. The patient stated he manages his diabetes with pills, diet and/or exercise. The patient confirmed that he did not make any changes to his usual diabetes management regimen in response to the alleged product issue. The patient denied that he developed symptoms as a result of the issue; however alleged going to the emergency room due to the high blood glucose reading on (B)(6) 2015 at 8.03am. The patient alleged a blood glucose reading was taken while at the hospital and the reading was "118mg/dl" with an unknown meter on (B)(6) 2015 at 8.20am. The patient also alleges being treated with an IV saline package or glucose; the patient was unsure which and was released from hospital on (B)(6) 2015 at 10am. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, the test strip were not open past their discard or expiry dates and the test strips were stored correctly. The cca was unable to walk through a retest as the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received hcp treatment after the alleged inaccurate high issue began. In addition, there is no evidence that the subject meter malfunctioned as the comparison is against their feelings and/or normal results.

Manufacturer narrative:
Follow-up # 1: device evaluation: the lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2.the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.